Manufacturer narrative:
Serial number unknown. So, we don't know UDI either. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Residual water remains on the lens of imagina scopes. Camera does not refocus and image remains blurry when moving closer and further away from an object. Purple ring shows up on screen which looks to be reflection or lens flare. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Evaluation summary: the cause of this event is unknown at this time, but it will not be used if there are any abnormalities in the pre-use inspection. In addition, even if the event occurs during the procedure, it is not related to safety because it can be safely removed by leaving the angle lock free and slowly pulling it out according to IFU. From the results of the tendency analysis, no abnormal increase in the number of cases was seen, and it is judged that escalation to CAPA is not necessary at this time. Correction information: g6: follow up #1, h2: type of follow up, h6: coding changed based on the investigation result.

Manufacturer narrative:
Correction information: g6: follow up #3; h2:if follow-up, what type?; h6: coding changed based on the investigation result. Evaluation summary: the blurred image was improved by changing the shutter speed setting of the processor from standard mode to balanced mode. Also, regarding the problem of water getting on the lens, we asked the user not to use the simethicone that was in the water bottle, and the problem was solved. The purple image is a phenomenon that occurs only when strong light is incident, is not a product failure, and has not been reported as a complaint from the user.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k), g6: follow up #2, h2:if follow-up, what type?.